Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v475128, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that there was a problem with the patient programmer. The patient was unable to make adjustment both with or without antenna attached and had been unable to communicate with the programmer for about one month. Additional information received reported that the patient received a replacement programmer three days ago and was still not able to communicate with the device. The patient saw the poor communication screen and was unable to make adjustments both with or without the antenna attached. It was noted that it was hard to tell if the patient felt stimulation, because she had diverticulitis and had stimulation at 2.5 ¿which barely stimulates.¿ the patient had not seen the device battery low screen. Additional information received reported the cause of the event was due to premature depletion of the device. The patient was seen by her physician, was evaluated and the result was noted as depleted battery. The patient symptoms were noted as frequency and urgency. The patient did not require hospitalization and the patient outcome was reported as no injury. It was noted that a battery replacement would be required. Additional information received reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved with a noted appointment date a week ago and a new battery replacement.